Event description:
It was reported that this electrode exhibited a high shock impedance measurement of 152 ohms. Surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported. This electrode is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that this electrode exhibited a high shock impedance measurement of 152 ohms. Surgical intervention was performed and the electrode was abandoned and replaced. No additional adverse patient effects were reported.